Event description:
The customer stated an architect i2000sr analyzer generated a false positive hbc ii result for one patient sample. The analyzer generated an initial result of 1.087, and repeat results of 0.433 and 0.544. The false positive hbc ii result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
False positive result. No consequences or impact to patient. Further investigation of the customer issue included a review of the complaint text, testing of retained kits, a search for similar complaints, and a review of labeling. Retained kits of architect anti-hbc ii reagent lot 08283li00 and 04612li00 were calibrated on two independent instruments and quality controls were run. All specifications were met. Thirty (30) additional replicates of the negative control were tested with both reagent lots on each of two instruments. No false reactive results were obtained. The mean values for the negative control obtained with the two reagents were statistically analyzed and indicate the performance of both reagent lots is not significantly statistically different. Tracking and trending did not identify any adverse trend related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.